Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter in the balloon channel could not be identified and it is unknown if there was a problem with the reprocessing. The root cause of the issue could not be determined, however, it was likely the result of user handling. The event can be prevented by following the instructions for use which state: ¿·chapter 5 safety regarding cleaning, disinfection and sterilization ·chapter 6 application and conditions of cleaning, disinfection and sterilization ·chapter 7 cleaning, disinfection and sterilization procedures ·chapter 8 use of endoscope cleaner/disinfector¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection where foreign material was found within the balloon channel of the device. Additional evaluation found damage on the electrical contact of the ultrasonic connector, damage on the ultrasonic probe, wear of the angulation wires, detachment of the coating on the bending portion of the device, and a crack on the same coating. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The ultrasonic gastrovideoscope was returned to the olympus service center for standard inspection as part of in-house equipment. Upon inspection and testing of the device, foreign materials were found within the balloon channel. There were no reports of patient harm or involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.